Event description:
It was reported that this female patient's hip was revised approximately 6 years 4 months post op. As part of the manufacturer's recall, the patient came in for a check-up. The x-ray and CT scan showed decentration of the prosthesis head and small osteolyses in the acetabulum as signs of inlay wear. This was verified when the inlay was changed to a vite-hardened, specially approved inlay. As part of the replacement operation, in addition to replacing the inlay, the firm integrity of the cup was determined, the cysts in the cup bed were curettage and filled using calcium/hydroxyapatite (cerament bone filler) and the prosthesis head was replaced.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6) 180-01-48 - crown cup,cluster-hole gr.48.

Manufacturer narrative:
H3: result. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.